Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: -; product ID: 9735825ent, serial/lot #: -, h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was showing a localizer faulted error. Technical services (ts) troubleshot with the site. A reboot of the sytsem did not resolve the issue. The print camera diagnostics found that the break out box was faulted. It was reported that the patient was affected. This resulted in delayed care for chronic sinusitis and nasal obstruction. There was a delay of less than one hour. No other information was available.

Manufacturer narrative:
H3: the emitter interface (product: em intfce 9735825ent s8 em instr intfce, serial/lot: unknown) was returned to the manufacturer for analysis. Analysis found that there were damaged electronic and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. The emitter interface (product: em intfce 9735825r s8 em instr intfce, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found that there were damaged electronic and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the system was serviced in the field, and the breakout boxes were replaced. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.